Event description:
During preventative maintenance of the device, the user reported that the occlusion knob was difficult to turn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Device not returned.